Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the screwdriver broke while it was being used for the final screw seating. The broken hex was left in the screw.